Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported a hematoma in the vein of the patient during a non invasive blood pressure (nbp) measurement.